Manufacturer narrative:
After further review of additional information received the following UDI #, PMA/510k, type of reportable event, if follow-up, what type, device evaluated by MFR, and adverse event problem have been updated accordingly. As reported, when testing the balloon of the 5f mynxgrip vascular closure device (vcd) prior to inserting the device into the brite tip sheath, the balloon was inflated properly but could not be deflated anymore. Therefore, the physician decided to open a new unknown device which worked properly. The product was not used in the patient. There was no patient injury reported. The deployer was mynx certified. The product stored, handled, inspected, and prepped according the instructions for use (IFU). There was nothing unusual noted about the device prior to opening the package. The mynx vcd was used in a common femoral diagnostic procedure. The event did not cause a clinically relevant increase in the duration of the procedure. The patient was treated interventionally in the hospital. The hospitalization for the patient was not extended. The patient is fine. There was no unusual force used at any time. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection showed that the shuttle cartridge was engaged to the black handle, the syringe was connected to the device with stopcock open, the sealant and advancer tube remained in manufacturing position, and the balloon was observed to have been partially inflated as received. The procedure sheath was not returned with the device. Leak testing was performed on the balloon of the returned device. The results confirmed the user's complaint. The balloon of the returned device remained partially inflated when the inflation indicator was fully retracted during the investigation. Visual inspection at high magnification of the catheter hub assembly revealed that the proximal end of the polyimide shaft was abutting the distal end of the plunger, which prohibited the balloon from deflating completely. By design, a gap between the proximal end of the polyimide shaft and the distal end of the plunger is needed to allow fluid/air to travel from syringe to balloon. If the proximal end of the polyimide shaft is pushed against the plunger, fluid/air will be trapped in the balloon, resulting in a balloon failure to deflate. A product history record (phr) review of lot f1919702 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon deflation difficulty during prep¿ was confirmed through analysis of the returned device. The exact cause of the issue experienced appears to be due to the proximal end of the polyimide shaft abutting the distal end of the plunger, preventing proper deflation. According to the mynxgrip IFU, which is not intended as a mitigation, users are instructed to inflate and deflate the balloon during preparation of the device. This allows the user to verify if the inflation indicator and balloon are functioning appropriately. The issue with the device appears to be related to the manufacturing process. Therefore, this event was referenced under an existing investigation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when testing the balloon of the 5f mynxgrip vascular closure device (vcd) prior to inserting the device into the brite tip sheath, the balloon was inflated properly but could not be deflated anymore. There was no patient injury reported. Therefore, the physician decided to open a new unknown device which worked properly. The product was not used in the patient. The deployer was mynx certified. The product stored, handled, inspected, and prepped according the instructions for use (IFU). There was nothing unusual noted about the device prior to opening the package. The mynx vcd was used in a common femoral diagnostic procedure. The event did not cause a clinically relevant increase in the duration of the procedure. The patient was treated interventionally in the hospital. The hospitalization for the patient was not extended. The patient is fine. There was no unusual force used at any time. The device is expected to be returned for evaluation.